Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system got stuck in low load fluoroscopy. Review of the system log file showed that there was a malfunction with the system as it was on emergency power state. Fse resets the tripped incoming power breaker and after reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system got stuck in low load fluoroscopy. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the incoming power breaker being tripped. The fse reset the breaker and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.